Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
Unknown if device will be made available for return and evaluation. Pending decision from hospital risk management group. Without return of the device for evaluation, the clinical assessment as reported cannot be confirmed. The valve was explanted due to regurgitation thought to be pvl. The medical records provided indicated the regurgitation was central to the valve. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. In this case, explant of this failing bioprosthetic valve is more likely due to regurgitation resulting from patient related factors. Although the patient factors are believed to play a crucial role in the regurgitation of this valve, the underlying mechanism is still not fully understood. Without return of the device for evaluation, the clinical observation is unable to be confirmed. The device history record (DHR) review is in process. If new information is received, a supplemental report will be submitted. No further corrective or preventative actions are required with the available information. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned through the implant patient registry that a patient with a 25mm aortic pericardial valve, had undergone a valve replacement after an implant duration of sixteen (16) years and two (2) months. The redo procedure was due to prosthetic aortic valve regurgitation. Pvl was suspected; however, the leak was found to be inside the valve. Intraoperative findings revealed that the patient had a tear to the right coronary cusp (leaflet), near the commissure with the left coronary cusp (leaflet). The subject device was replaced with a 25mm 3300tfx valve. Patient also underwent mitral valve repair. Patient was hemodynamically stable upon finishing surgery. History of coronary artery bypass.